Event description:
In (B)(6) 2010, an elevate anterior and apical system with intepro was implanted. Plaintiff's attorney alleges that, "within months after the initial implant procedure, plaintiff experienced complications," from the mesh and required additional medical care and treatment and/or surgical intervention. Also alleged, "as a result of the subject synthetic mesh systems, plaintiff suffered debilitating injuries, including mesh erosion, chronic pelvic and abdominal pain and vaginal pressure," leading to the need for surgery; required and will continue to require healthcare and services; has suffered and will continue to suffer mental anguish, diminished capacity for enjoyment of life, chronic debilitating pain, and other such damages, including "personal injuries, pain and suffering, severe emotional distress."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.